Manufacturer narrative:
(B)(4): prep inside patient. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the rx trek/mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise complications may occur.

Event description:
It was reported that the procedure was to treat a heavy tortuosity, heavily calcified, concentric, de novo, 100% stenosis in the proximal right coronary artery (rca). The 1.20x6 mm mini trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at first inflation at 8 atmospheres. The ruptured trek had been submerged in the saline prior to use; however, the air-bleeding was performed inside the patient's body. A 3.0x15 mm trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.